Event description:
It was reported that a user of cidex opa solution suffered a reaction including a red face, itchy skin, wheezing, difficulty breathing and elevated blood pressure when coming in contact with the solution.